Event description:
The hospital spd tech received 2.4/2.7mm va forefoot/midfoot set with dried blood residue along the edge of the screwdriver and wet blood residue inside the instrument.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.